Event description:
The device was implanted on 5/11/95, for infusion of fudr for treatment of cancer. On 5/23/97, the MFR received the following response to a device tracking polling letter from the pt: "but the device does not work!" No further details were provided at this time.